Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device would not power on. The user removed the battery compartment door and reported that the inside of the battery compartment appeared to be burnt and there was a leakage of battery acid.